Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed supplies and successfully resumed insulin delivery. Additionally, it was reported that the customer performed the load fill tubing step while connected at the infusion set site. Customer's blood glucose level was 56 mg/dl to 96 mg/dl.